Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿pump assembly breakdown causing fluid leakage ¿ / "inadequate component selection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (purewick urine collection system) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine was backing up into the purewick accessory replacement tubing and it caused residue buildup and an infection. The patient stated that the canister was clean. The patient had been using the products for more than 90 days. It was noted that the purewick accessory replacement kit was shipped on 06sep2021. It was unknown what medical intervention was provided for infection. Per follow up via phone on 15feb2022, stated that the customer did contract urinary tract infection and was put on diflucan to clear it up. Patient was unsure if the device was the cause of the urinary tract infection. Also stated that the customer was fine now and the device was working properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine was backing up into the purewick accessory replacement tubing and it caused residue buildup and an infection. The patient stated that the canister was clean. The patient had been using the products for more than 90 days. It was noted that the purewick accessory replacement kit was shipped on 06sep2021. It was unknown what medical intervention was provided for infection.